Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider reported that the patient was having returned of parkinson disease symptoms and had been in a wheel chair because of the return symptom. It was noted that the other device was currently at 2.4 v and it was depleting. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2016-00448 for information on the patient's concomitant system.